Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (11 mg at 1.88 mg/day) via an implantable infusion pump. It was reported that the patient had an infection near the catheter. The patient was being weaned off of the pump and explant surgery was planned.